Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 40-325 (mg/dl). Initially, customer had a low bg between 40-50 (mg/dl) and consumed fruit. Reportedly, customer may have overcorrected for low bg and subsequently experienced an elevated bg of 325 (mg/dl). Customer delivered a bolus to treat elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.